Manufacturer narrative:
Approximate age of device ¿ 4 years, 9 months (calculated from the date when the system controller was shipped to the implanting center.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient noticed that the system controller was no longer sounding any audible alarms for low voltage events; there were only visual alarms. The alarm battery was replaced but the issue reportedly did not resolve. It was reported that a system controller self-test was performed; however the issue was not reproducible. The system controller was exchanged to the backup. There was no reported impact to the patient. No further information was provided.

Manufacturer narrative:
The report of alarm events associated with low battery voltages was confirmed through review of the log file data retrieved from the returned system controller. Multiple low battery advisory alarm events were captured in the log file while the returned system controller was supported by external batteries. The recorded low battery advisory alarms were attributed to the battery voltage signal being at the alarm threshold. The recorded battery voltage levels associated with the alarms appeared consistent with operation on depleted external batteries. The returned system controller was functionally tested and exercised while connected to lab equipment. Although the investigation of the returned system controller found conductor breakdown within both power leads, the evaluation was not able to reproduce the reported issue. All audio and visual alarms were verified during the evaluation. The returned system controller was found to function properly during the analysis even while supported independently by either power lead. Additionally, functional testing performed on the returned system controller with test external batteries and test battery clips revealed normal system operation with no alarm conditions noted. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.